Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro cutting tool got stuck in the cradle and the rocker arm for the blade broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Internal complaint number: tw # (B)(4). Autonumber: # (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The c-ring was intact and remained attached to the cannula due to the presence of the retention rib. Traces of blood were visible on the c-ring and bisector blade. The electrodes were intact and the bisector blade was observed in extended position. A mechanical evaluation of the vv 6 pro bisector toggle was conducted. The bisector toggle could be moved freely but the bisector blade did not extended or retracted in conjunction with the bisector toggle movement . The handle of the cannula was opened to inspect the pull rod ball assembly. It was observed that the pullrod ball was dislocated from the socket on the rocker arm. The toggle was mechanically disengaged from the pull rod and failed to move the blade. Based on the returned condition of the device and the evaluation results, the reported complaint is confirmed for the reported failure mode "mechanical issue." The certificate of conformance (c of c) was reviewed for the pull rod ball. The vendors certify that all the component lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed in the vendor lot. The shop floor paperwork was reviewed for the vv6 pro bisector tool subassembly. All the test results meet the specifications and results.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro cutting tool got stuck in the cradle and the rocker arm for the blade broke. The hospital did not report any patient effects.